Event description:
It was reported that a patient had paramount mini stents and non medtronic stents implanted. The patient was then seen by a cardiologist (angiogram - unknown reason/type). It was noted that both renal stents were occluded; user facility states they believe the stents are fractured. No intervention performed for this event. No further sequelae reported for this event.